Manufacturer narrative:
The t:slim g4 pump user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection had become undone multiple times. The customers blood glucose (bg) level was above (500 mg/dl). Reportedly, the customer uses a piece of tagederm tape around the luer lock connection to be sure it does not become undone. The customer took a manual injection to stabilize bg level and changed out the tubing.